Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), urticaria ("hives"), rash ("skin rashes"), vaginal haemorrhage ("heavy vaginal bleeding"), allergy to metals ("nickel allergy") and menorrhagia ("menorrhagia"). The patient was treated with surgery (underwent bilateral salpingectomy). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, urticaria, rash, vaginal haemorrhage, allergy to metals and menorrhagia outcome was unknown. The reporter considered abdominal pain, allergy to metals, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, rash, urticaria and vaginal haemorrhage to be related to essure. The reporter commented: patient sought treatment for her symptoms. Most recent follow-up information incorporated above includes: on 4-apr-2018: plaintiff fact sheet received: reporter information, patient demographic and event menorrhagia were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. B60748) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain lower, hypertension, muscle weakness, perineal pain, depression, anxiety and gestational diabetes mellitus. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles/dysmennorhea (cramping)"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), urticaria ("hives"), rash ("skin rashes"), vaginal haemorrhage ("heavy vaginal bleeding"), allergy to metals ("nickel allergy") and menorrhagia ("menorrhagia/menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (underwent bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, urticaria, rash, vaginal haemorrhage, allergy to metals and menorrhagia outcome was unknown. The reporter considered abdominal pain, allergy to metals, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, rash, urticaria and vaginal haemorrhage to be related to essure. The reporter commented: patient sought treatment for her symptoms. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records confirming: pelvic pain, dyspareunia, painful periods, dysmenorrhea. Most recent follow-up information incorporated above includes: on(B)(6) 2020: pfs and mr: lot number updated and lab data updated . A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. B60748) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain lower, hypertension, muscle weakness, perineal pain, depression, anxiety and gestational diabetes mellitus. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles/ dysmennorhea (cramping)"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), urticaria ("hives"), rash ("skin rashes"), vaginal haemorrhage ("heavy vaginal bleeding"), allergy to metals ("nickel allergy") and menorrhagia ("menorrhagia/menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (underwent bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, urticaria, rash, vaginal haemorrhage, allergy to metals and menorrhagia outcome was unknown. The reporter considered abdominal pain, allergy to metals, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, rash, urticaria and vaginal haemorrhage to be related to essure. The reporter commented: patient sought treatment for her symptoms. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records confirming: pelvic pain, dyspareunia, painful periods, dysmenorrhea. Batch no b60748 production date 2013-08-12 expiration date 2016-08-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-may-2020: quality safety evaluation of ptc (product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), urticaria ("hives"), rash ("skin rashes"), vaginal haemorrhage ("heavy vaginal bleeding") and allergy to metals ("nickel allergy"). The patient was treated with surgery (underwent salpingectomy). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, urticaria, rash, vaginal haemorrhage and allergy to metals outcome was unknown. The reporter considered abdominal pain, allergy to metals, dysmenorrhoea, dyspareunia, pelvic pain, rash, urticaria and vaginal haemorrhage to be related to essure. The reporter commented: patient sought treatment for her symptoms. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.